Event description:
During the implantation, the ventricular setscrew/header port on this pacemaker would not rachet down on the lead to secure it in device with proper implant procedure. It was reported that the atrial setscrew/port worked. The device was not implanted; a new reply was implanted successfully.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).

Event description:
During the implantation, the ventricular setscrew/header port on this pacemaker would not rachet down on the lead to secure it in device with proper implant procedure. It was reported that the atrial setscrew/port worked. The device was not implanted; a new reply was implanted successfully.